Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. Correction to field d8. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. Based on the results of the device evaluation and the available information, the investigation was unable to conclusively determine a root cause. Possible causes include a temporal communication failure with the endoscope or corrosion and wear of the scope socket.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer and also returned to olympus for evaluation. The reported problem could not be duplicated or confirmed by olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report by the user facility that the image was flickering when using olympus, model series 180 scopes in combination with the olympus, model cv-190 processor. There was no patient injury, associated with the problem, reported to olympus. Due to multiple events, this is report #1 of 2.